Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit is alarming. The key failure is the compressor is weak. Additional malfunction identified on the irs is no alarm from the power switch (aka on/off switch).